Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B4: alert date updated to 11/04/2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510 k: this report is for an unk - plates: tibia/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure due to a nonunion distal tibia pilon. During the revision procedure, the unknown tibial nail and unknown 2.0 straight plate were removed, and the patient was revised to synthes va medial distal tibia plate. The procedure was successfully completed with thirty (30) minutes surgical delay. Patient status was good. This complaint involves an unknown number of devices. This report is for (1) unk - plates: tibia. This report is 3 of 5 for (B)(4). Related product complaint: (B)(4).